Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to high impedance. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted an replaced with a new lead to address the issue. Reportedly, therapy was restored postoperatively.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.